Event description:
Ethicon stapler 35 (35pve) malfunctioned during surgery. Stapler closed, fired, then jammed. Surgeon unable to remove stapler from lung. Stapler was being used on blood vessel at time of malfunction. Surgeon made multiple attempts to use the back up manual open function, which was also not operational. Stapler eventually opened on its own. Stapler was then removed from field.